Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported the patient wanted to the implantable neurostimulator (ins) moved to another location because it was uncomfortable in its' current location. A revision was scheduled for the afternoon of (B)(6). It was unknown if the patient recovered completely. Relevant medical history includes spinal pain